Manufacturer narrative:
Ocd field service investigated and replaced the incubator rotor, drive belt and evaporation caps, returning the vitros 250 to expected operation. The root cause of this event is instrument related.

Event description:
The customer obtained imprecise and negatively biased quality control results processed using vitros amon slides on a vitros 250 chemistry system on (B)(6), (B)(6), and (B)(6), 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).